Event description:
It was reported that the device was explanted. The implant duration is unk, therefore, the aware date is being used as the occurrence date. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.